Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
Patient underwent a hip revision procedure approximately one year post-implantation due audible noise and fractured liner. The head and liner were removed and replaced.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical products - mallory-head shell catalog#: 11-104152 lot#: 3034736, ppf bonemaster stem catalog#: 71-001-00105bm lot#: 2013010474, biolox delta ceramic head catalog#: 650-0837 lot#: 3010505.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a revision procedure approximately one year post-implantation due audible noise and fractured acetabular liner. The ceramic head and acetabular liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in radiography report indicated the patient was revised due to fracture of ceramic head, secondary to mobilization of the acetabular liner. The mobilized acetabular liner caused direct contact between the ceramic head and metal acetabular cup, which most likely led to the head fracture.